Manufacturer narrative:
On october 10, 2023, the mentor failure analysis lab received the device for evaluation. On october 13, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 750cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast reconstruction revision with two 750cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast asymmetry, right breast pain and right breast implant rupture and capsular contracture (baker grade unknown). As a result, the patient underwent right breast capsulectomy, left breast capsulorrhaphy and bilateral breast implant removal and replacement surgery on (B)(6) 2023. The replacement devices were: (right) 755cc mentor memorygel xtra breast implant catalog: shpx755 lot: 9888016 sn: (B)(6) and (left) 755cc mentor memorygel xtra breast implant catalog: shpx755 lot: 9888016 sn: (B)(6). This medwatch form is for the left breast prosthesis.